Event description:
It was reported that the procedure was being performed on a (B)(6) month old male patient in the pediatric ICU. The patient was in respiratory failure due to pneumonia. During placement of the catheter into the jugular, they experienced issues with the guide wire. The guide wire appeared to fracture and "pulled apart" making it difficult to extract. There was no delay in treatment, no patient death, and no patient complications were reported. The patient outcome was well. Follow up information received on (B)(6) 2011 states the guide wire did not break into two pieces but that it unraveled but remained intact. It was able to be pulled from the patient. A second kit was opened and placed successfully for the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.